Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR.# 9610726-2011-00063.

Event description:
It was reported that: "pt had bilateral knee replacements and has been experiencing extreme pain. He has not reached out to her surgeon as of yet. He wanted to know if his knee replacements were part of recall."